Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi non-fasting. The customer's expected fasting blood glucose rest result is 524 mg/dl; customer stated that she is hyperglycemic. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose test results. During the call, a blood test was performed by the customer fasting and produced test result of 526 mg/dl; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip manufacturer's expiration date is 02/28/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).